Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found bad battery and battery out limit alarms. The bolus history revealed that the carbohydrates of 120 entered for the bolus it was not entered in the bolus wizard. Assisted the caller to run the high pressure test and passed. It was stated that the customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.